Event description:
It was reported a burnt component was observed on the device and the device failed to charge. The patient was stable and there were no adverse consequences.

Event description:
It was reported a burnt component was observed on the device. The patient was stable and there were no adverse consequences.